Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was difficult to remove from the patient and also stated only 1cc of water was aspirated from the balloon of foley catheter. At the end urology physician have to do special treatment that made uncomfortable to physician. There were no further information from patient status. Per follow up information received on 03 feb 2021, received email from complainant current patient status was unknown. No further details received from the doctor on device removal. Urology doctor mentioned an unknown intervention carried out to remove the catheter from patient body. Since the sample destroyed on site, lot number and incident photo remain unavailable at time being.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was difficult to remove from the patient and also stated only 1 cc of water was aspirated from the balloon of foley catheter. At the end urology physician have to do special treatment that made uncomfortable to physician. There were no further information from patient status. Per follow up information received on (B)(6) 2021, received email from complainant current patient status was unknown. No further details received from the doctor on device removal. Urology doctor mentioned an unknown intervention carried out to remove the catheter from patient body. Since the sample destroyed on site, lot number and incident photo remain unavailable at time being.